Manufacturer narrative:
Sample was submitted to leak test inspection per specification qp 2025 rev.104 disposable anesthesia breathing circuit (dabc) / section 1.8 leak test. Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(4) (calibration due date (B)(6) 2022). Results: the device presented leakage. Conclusions: based on the leak test results, the reported nonconformance is confirmed. Other analysis: per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause. Escalation was initiated on (B)(6) 2021 under (B)(4). Root cause: root cause for (B)(4): occurrence: the design of the diameter of the adult nozzle allows more accumulation of resin that generate embedded lines on the circuit which causes leaks. Nozzle bottom (spare parts) design does not allow a continuous flow of resin which cause build up. Process affected due resin is received with irregular condition causing resin accumulation and contamination DHR: the lot 4077822 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. Two (2) other similar events were alleged in the past ((B)(4)). No patient injury was reported.

Manufacturer narrative:
Sample was submitted to leak test inspection per specification qp 2025 rev.104 disposable anesthesia breathing circuit (dabc) / section 1.8 leak test. Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(4) (calibration due date (B)(6) 2022). Results: the device presented leakage. Conclusions: based on the leak test results, the reported nonconformance is confirmed. Other analysis: per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause. Escalation was initiated on (B)(6) 2021 under (B)(4). Root cause: root cause for (B)(4): occurrence: the design of the diameter of the adult nozzle allows more accumulation of resin that generate embedded lines on the circuit which causes leaks. Nozzle bottom (spare parts) design does not allow a continuous flow of resin which cause build up. Process affected due resin is received with irregular condition causing resin accumulation and contamination DHR: the lot 4077822 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. Two (2) other similar events were alleged in the past ((B)(4)). No patient injury was reported.